Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Healthcare professional reported that the patient was experiencing "right side swelling, seroma, [and a] positive alcl diagnosis." The explanted devices were sent to pathology; results and markers have not been reported.

Manufacturer narrative:
In response to FDA report number: mw5093680. Additional data: b.5, b.6, b.7, d.7. Previous medwatch submission noted suspected lymphoma. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy reported against this device. B.7 clarification: while the report of alcl has been confirmed, it was done so against a non-allergan (mentor) device for which a letter has been sent to the FDA with reference no. (B)(4).

Event description:
Further information received from the healthcare professional reported a seroma which was aspirated, a second minor seroma which was aspirated, and a third large 800cc seroma confirmed via ultrasound and CT scan. Aspirated fluid was sent for pathology; all provided results are negative.